Manufacturer narrative:
The returned ICD first underwent a status interrogation. The device status was mol2, and 82 charge processes had been registered, which confirmed the clinical observation, the device could no longer be interrogated. The memory content of the ICD was analyzed. Matching the clinical observation, the analysis of the available iegms showed interference signals in the ventricular channel. The data also show an increase in the ventricular pacing impedance since (B)(6) 2016. The signal sensing and the impedance measurement functions of the ICD were tested. The ICD sensed supplied signals free of interference, and the impedance measurement returned normal and expected values. There were no indications of a malfunction. In addition, the ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time proved to be unremarkable. The ICD proved to be fully functional during the analysis.

Event description:
Ous MDR - after an implantation time of about 70 months, oversensing was reported. During the subsequent revision, a suspected lead defect was observed. Lead and ICD were explanted and returned to biotronik for analysis. No deterioration of the patient&#62688;state of health was reported.